Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a screen failure after being shattered during physical education, resulting in an unreadable display and interruption of ilet therapy, while the patient¿s blood glucose reached a reported high of 365 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy at the time of the event. Investigation included collection of device serial information, photographs of the damaged screen, and synchronization of mobile app data, followed by shipment of a replacement device and return logistics. Investigation of this case revealed physical damage to the device¿s display assembly consistent with accidental impact, resulting in inability to view or operate the screen and consequent interruption of insulin delivery via the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.